Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that while on the call, the nurse mentioned a patient that had multiple spontaneous motor stall and recoveries. The nurse mentioned that this was the second pump where the patient had this issue and thought it might be environmental. The nurse stated that this first happened in 2020 {refer to manufacturing report #3004209178-2020-09396 regarding repeated stalls in 2020} and then happened again on (B)(6) 2024. The nurse stated that the motor would stall and recover twice in the span of 30 minutes. The nurse indicated that they checked her logs and reported everything to the physician, who then said that they would contact a rep if it happened again. The nurse stated that she contacted the rep and asked if she was made aware and the rep stated no, then the nurse said that she was letting the rep know now. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was notified yesterday (2024-09-18) and spoke to the infusion rep that filled her pump. The rep stated that they were going to have someone go read her pump. The patient denied any type of magnet being near the pump. The rep stated that they had not received an update and did not know the cause. The patient also denied symptoms.